Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during preparation of the centrimag system, when the console was switched on all internal tests ran without issues and the console was in ready mode. When the pump was inserted for the deairing phase of circuit preparation, the pump did not start and a m4 was initiated. The primary console was restarted, but the alarm continued. The unit was removed and the backup was used. Console MFR # 3003306248-2023-01943, flow probe MFR # 3003306248-2023-01945.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: pcb damage the reported event of the centrimag system not starting properly with an m4: motor alarm was confirmed. A log file was extracted from the returned centrimag console (serial number (B)(6), evaluated separately) and was reviewed. Multiple m4: motor alarms were observed throughout data recorded on 23may2023 and 29may2023 correlating to sub-faults that indicated a potential issue with the motor¿s ability to levitate the impeller. The motor¿s speed was observed to have been set to multiple different values; however, the motor remained at 0 rpm throughout the data recorded on these dates. The system was observed to have been manually shut down on 29may2023, and no other notable events were observed. Per additional information, the system was not in patient use at the time of the reported event. The returned centrimag motor (serial number (B)(6)) was functionally tested at the european distribution center (edc) and at the product performance engineering (ppe) department. M4: motor alarms were reproduced upon connecting the motor to test centrimag consoles, and the motor was unable to start when speed was applied. The motor¿s cable was manipulated and measured in various ways throughout all testing; however, no motor cable issues were observed. Due to no issues being observed within the centrimag motor¿s cable, the motor was forwarded to zurich for further investigation where it was determined that the probable root cause of the issue was a broken coil wire of an eddy current position sensor within the motor¿s housing. Changes to improve the reliability of this subassembly ¿ due to reasons unrelated to this event ¿ were made on 07aug2019. This motor was manufactured before this update occurred. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 3 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 11.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including m4 and other motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.